Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility cancelled the service call, which indicates that the ventilator is functioning without issues. No ventilator logs were provided. The root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).